Event description:
It was reported by the patient to be experiencing problems on the left side below the breast. The muscles move like heart beats and is also experiencing indigestion. The patient is unsure if these experiences are related to the defibrillator or medications. A recent visit to the doctor indicated that the device was at eri and replacement will be scheduled. It was further reported that when the patient was seen by the healthcare provider there was no mention of muscle issue. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.